Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced hyperglycemia with a blood glucose of 390 mg/dl due to an occlusion on (B)(6) 2026. The hyperglycemia persisted for three to four hours, which was corrected by the pump. No further information available.